Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a partial tonsillectomy, the wand was connected to the generator, and with everything connected accordingly, the wand did not cut or coagulate. Two more attempts were made with the same wand reference, but with other batches and the same thing happened. In this way, it was not possible to proceed with the coblation technique. The equipment did not show any errors. When the wands were connected to the equipment, the values appearing on the equipment screen were the normal ones, but when the pedal was pressed, either in the cut (yellow) or in the coagulation (blue) pedal, the wand did not cut or coagulate. The procedure was completed with a change in the surgical technique. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
B5 and health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include there may be a detection circuit failure or a damaged receptacle. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a partial tonsillectomy, the wand was connected to the generator, and with everything connected accordingly, the wand did not cut or coagulate. Two more attempts were made with the same wand reference, but with other batches and the same thing happened. In this way, it was not possible to proceed with the coblation technique. The equipment did not show any errors. When the wands were connected to the equipment, the values appearing on the equipment screen were the normal ones, but when the pedal was pressed, either in the cut (yellow) or in the coagulation (blue) pedal, the wand did not cut or coagulate. The procedure was completed with a change in the surgical technique, by cutting electro scalpel and coagulation forceps. The amygdala needed to be suture. There was a delay greater than 30 minutes and no further complications were reported.